Event description:
The customer alleged that the ventilator "went inop while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and found that the exhalation bacteria filter was collapsed and the flowsensor is partially blocked. The cse replaced the parts and the unit passed extended self testing. There was no pt harm or change in therapy as a result of the malfunction.